Event description:
It was noted on (B)(6) 2013 that there was an increase in atrial pacing threshold. Atrial pacing was only possible with maximal pacing energy (5 v;2 ms. Atrial pacing is not necessary for the patient, normofrequent atrial rhytm). The physician was dr. (B)(6) at (B)(6) hungary. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).